Event description:
Healthcare professional reported left side "discomfort, very swollen mammary implant is ruptured with marked contraction, and moderate surrounding peri-implant fluid" confirmed via ultrasound and mammogram, baker grade is unknown. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "implant is ruptured with marked contraction, and moderate surrounding peri-implant fluid."

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : not observed in the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ seroma -late: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ yellow particle observed on the device. ¿ deformation observed on the device.

Event description:
Healthcare professional reported left side "discomfort, very swollen mammary implant is ruptured with marked contraction, and moderate surrounding peri-implant fluid" confirmed via ultrasound and mammogram, baker grade is unknown. The device has been explanted and replaced.